Event description:
Hcp reported the pt had complaints of baclofen withdrawal including sweating, nausea, and vomiting. The hcp reported there were difficulties with the collar of the connector falling off because it may have been brittle or hard. The pt was treated with oral baclofen and valium and a revision was done. The pt outcome is reported to be good aside from having to go through titrating their medication again.